Event description:
Patient was hospitalized for hypoglycemia. Patient reports blood sugar was 13 when the paramedics arrived. Patient reports basal rates were set incorrectly at ten times the required amount.